Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
The operator of ambulance reported they were attempting to utilize the arm automated chest compression (acc) on a patient in cardiac arrest, and that upon turning on the machine, the wrench light came on, the device sounded an audible alert and would not function. The device was immediately removed from the patient and manual CPR was initiated. They reported that the patient attained rosc (return of spontaneous circulation).